Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a compatibility issue between the mapping catheter and balloon catheter. Additionally it was noted the mapping catheter was "deformed." The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 216512209, was returned and analyzed. Visual inspection of the mapping catheter showed the loop was misshaped, ripped and damaged. The insertion test was unable to be performed. In conclusion, the reported issue was confirmed through testing. The mapping catheter failed the returned product inspection due to the loop kink and damage. If information is provided in the future, a supplemental report will be issued.